Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted broken occluder legs beneath the twist clamp. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing identified a leak through the closed clamp. The cause of the leak was due to the broken occluder legs, however the cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap extended life pd transfer set, it was discovered that there was a fluid flow through the set with the clamp in closed position due to broken occluder legs beneath the twist clamp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.